Event description:
It was reported when the device was used during a pph procedure it functioned a intended. Post operatively; the pt experienced a retroperitoneal bleed. Upon examination of the staple line, it was intact. Surgeon could not ascertain what contributed to the bleed. The pt was transfused and placed in ICU. Per the surgeon the pt is stable and was moved to a non-monitored unit. In 2006, the ees medical consultant spoke with the attending surgeon. Per the attending surgeon, during the post-operative period, the pt developed hypostension and decreasing hemoglobin from blood loss. The bloo loss was internal and did not come through the rectum. The pt had a hugr retroperitoneal hematoma. The pt has received blood trasfusions and is presently stabilizing. No additional bleeding has been observed from the rectum.